Event description:
The dental implant fx4810mlc was removed on (B)(6)2017 18 days after implantation due to failure to osseointegrate. The doctor indicated that local infection caused the implant removal. The patient has no significant medical history and has been recovered without complications.